Event description:
Per the surgeon's report, this pt had a partially inserted electrode array with only 9 bands inserted. The pt recently started reporting pain, discomfort, as well as a distortion of sound. It is not known whether integrity testing or radiological testing was performed prior to the surgery. Her surgeon explanted the device in 2006 and reimplanted a new one during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.